Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not powering up. A field service engineer (fse) worked with the pharmacist and, after troubleshooting, checking connections, and testing voltage, determined that the controller boards on drawers 2.1 and 2.2 needed replacement. Fse also cleaned underneath the cubie pockets, discovered three defective pockets, and then rebooted and reconfigured the drawer. The customer tested the inventory, and the test was successful. Fse completed medstation performance analyis report and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not power up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.